Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 as a bridge to transplant. While on support, there was a catheter fracture at the red impella plug and catheter junction. The doctor stated that the pump appeared to be damaged by the patient. The pump was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
B.5 report number 1220648-2024-08153 is not reportable as there was no issue with this pump. Pump serial number (B)(6) was the issue and all information for this pump has been reported in report number 1220648-2024-07120.

Event description:
Additional information was received. The engineer reported that there was no issue with the pump serial number (B)(6). The issue was with pump serial number (B)(6). The representative confirmed that there was no issue with pump serial number (B)(6).